Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending first diagonal artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atmospheres. The procedure was completed with another of the same device. There was no patient injury.